Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that post a stenting treatment procedure the patient experienced a cerebral hemorrhage and cardiac arrest. The patient was hospitalized due to a condition of paroxysmal palpitations, chest tightness and respiratory distress which had been occurring for the past ten years. The patient's symptoms began to deteriorate within the last 20 days. The patient was put on two hypertensive drugs. Two days after the patient was admitted, the patient experienced a fever, cough and small amount of yellow sputum; the patient was put on antibiotics for five days. Two days after the patient¿s temperature was regulated, angiography was performed and a high grade stenosis was found in the first diagonal branch and mid left circumflex artery (lcx). Access was obtained via the femoral artery. The 90% stenosed, 2.75x24mm denovo target lesion was located in the mildly tortuous and mildly calcified mid left circumflex artery (lcx). Two non bsc stents, sizes 3.0x23mm and 2.25x15mm, were implanted in the bifurcation of the left anterior descending artery (lad) and diagonal branch and postdilation was performed with a kissing balloon technique. A 2.75x24mm taxus liberte stent was then implanted in the mid lcx. Angiogram after the procedure confirmed good stent expansion with timi 3 flow. An intravenous drip of low molecular heparin was given to the patient. Two days later the patient experienced an acute cerebral hemorrhage. Anticoagulation treatment was stopped and treatment to reduce intracranial pressure was applied. The patient developed apnea and underwent cardiac arrest. After a series of "rescue", the patient¿s vital sings were stable and the patient was discharged from the hospital the same day at the family's discretion. No additional patient complications were reported.